Manufacturer narrative:
Vascular complications are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling.

Event description:
On (B)(6) 2021, following the injection of rha2, the physician reported that patient experienced vascular occlusion and blanching of the skin. As treatment to reverse the occlusion, the physician applied 600 units of hylenex, warm compress, and nitropaste over 3 hours and approximately 2 hours later the area began to clear up. The physician clarified that she was surprised since the artery was so superficial. The physician also speculated that the reaction was that of bruising and hematoma, as the product was injected into a high-risk area. As treatment, the physician applied a warm compress and dissolved the filler with hyaluronidase. No further treatment was provided. The outcome of the events vascular occlusion and blanching was resolved on (B)(6) 2021.